Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed eschar buildup on the jaws of the device. Upon functional testing, engineering plugged the device into a sample voyant electrosurgical generator (esg) and confirmed that the device met its intended function. Engineering partially disassembled the device plug and confirmed there was no visible damage or non-conformances with the plug components. The root cause of the device not activating could not be determined as engineering was unable to replicate the event. Applied medical will monitor its vigilance systems for trends and take appropriate actions as necessary. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Additional information received by sales rep on 29 nov 2016: after the incident occurred they opened a new handpiece and completed the surgery. They used the same generator with a new handpiece.

Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance with 21 cfr 803.56, if additional information is obtained, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
"After half an hour of treatment, the device stopped working. It was still recognize by the generator but when the surgeon wanted to activate the fusion nothing happened. We try to reconnected the device, to shut down the generator and start it again with no result." Additional information received from sales representative on october 27, 2016. "The screen of the generator didn't indicate any error, it was still written 'ready' and when the surgeon tried to start a sealing cycle nothing happened, no tone and no change on the screen. The surgeon did different trials on different type of tissue with no success" when the event occurred. Patient status: "ok".